Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that high defibrillation impedance and high capture threshold was noted on the right ventricular lead. The patient was stable with no consequences.